Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The small 3rd degree burns can be explained by the presence of metallic fibers in the clothing worn by the patient. The patient was wearing her own clothing, a saree. The jari border contained metallic fibers in the sleeve and collar.

Event description:
Philips received a report that a patient suffered small 3rd degree burns on the right wrist and in the neck. The patient was wearing her own clothing which contained metallic fibers in the sleeve and collar.